Event description:
The tip of the csi avanti+ cardiology ms .038 broke off in the patient. The patient was sent to surgery to have it removed. The patient had an early morning procedure and was in the intensive care following the procedure with the sheath in place. The act was at the point where the sheath could be removed. The sheath had been in the patient for less than three hours. While removing the sheath, it snapped with one portion remaining in the patient. The vascular surgeon was consulted and the patient was sent to surgery to have the distal portion which remained in the patient removed. The patient is reported to be doing well following the surgery. At the time of the procedure, the fellow present for the case had indicated that the access site was not calcified. There was no difficulty or resistance during prep, insertion of dilator, insertion of the wire, removal of the dilator or insertion/withdrawal of any other devices through the sheath except that when 1 catheter was used, a was kinked and was replaced with another one. It was a 6 f vista brite tip but the product was discarded and the product information was not available. There was no resistance during withdrawal of the device and the sheath was not kinked or had not been twisted/torqued prior to the separation. No infusions had gone through the sheath it has just used for access of the guide. The distal tip removed from the patient is with pathology. All sterile unused devices of this lot were returned but not the complaint product.

Manufacturer narrative:
The tip of the csi avanti+ cardiology ms .038 broke off in the patient. The patient was sent to surgery to have it removed. The patient had an early morning procedure and was in the intensive care following the procedure with the sheath in place. The act was at the point where the sheath could be removed. The sheath had been in the patient for less than three hours. While removing the sheath, it snapped with one portion remaining in the patient. The vascular surgeon was consulted and the patient was sent to surgery to have the distal portion, which remained in the patient, removed. The patient is reported to be doing well following the surgery. At the time of the procedure, the access site was not calcified. There was no difficulty or resistance during prep, insertion of dilator, insertion of the wire, removal of the dilator or insertion/withdrawal of any other devices through the sheath except that when one catheter was used, it was kinked and replaced with another one. It was a 6 f vista brite tip but the product was discarded and the product information was not available. There was no resistance during withdrawal of the device and the sheath was not kinked or had not been twisted/torqued prior to the separation. No infusions had gone through the sheath. The distal tip removed from the patient is with pathology. All sterile unused devices of this lot were returned but not the complaint product. Fifty-seven sterile catheter sheath introducer units were received inside their sealed tray. No visual anomalies were found on the returned units. A sample of five units was taken to be analyzed. No visual anomalies were found on the units. No brite tip pull test analysis was performed since the involved product (504656a) does not have a brite tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip separation reported by the customer was not confirmed since the involved unit was not returned for analysis and during the analysis of the returned units no anomalies were found. Neither the DHR nor the information available for review indicates that there is a design or manufacturing related issue. No corrective action will be taken at this time since no anomalies were found on the returned units.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.